Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was fractured when the surgeon trailing it. No pieces fell into the patient. All pieces were not returned. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and has a fragment from the anterior piece of part fractured off, fragment not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.